Event description:
It was reported that high lead impedance was identified on this patient¿s vns system. The patient had generator and lead replacement surgery on (B)(6) 2017. The explant hospital does not return explanted products per hospital policy, so analysis is not being performed. The products have not been received to date.

Event description:
It was reported that the high lead impedance that was found was on system diagnostics. No additional relevant information has been received to date.